Event description:
It was reported that during a laparscopic cholecystectomy procedure, the clips were not forming correctly. There was no patient consequence. The case was completed with another device of the same product code.